Manufacturer narrative:
H11: additional manufacturer narrative. Product evaluation: customer report of piece of plastic stuck in the cannula body was confirmed through provided images. As received, no plastic-like material remained attached to the cannula body, however, between 7-8cm from distal tip cuts/scratches were visible in the cannula body. Black depth marker ink transferred from the cannula to the packaging tray and matched. Packaging tray was received damaged, multiple cracks and a hole of approximately 15mm x 6mm was visible. Broken mating part was not returned.

Manufacturer narrative:
Correction: h1: malfunction. Added information or additional information: h6: component code, type of investigation, investigation findings, investigation conclusions. H11 additional manufacturer narrative: the complaint is confirmed per product evaluation. Retained samples at the supplier do not show evidence of similar defects. At this time, there is not sufficient evidence to suggest an edwards/supplier manufacturing defect. A DHR review was performed, and there were no deviations/ nonconformances found associated with the affected lot. At this time, no retained tray samples have been found to have similar defects as in this complaint and there has not been evidence to confirm a manufacturing defect. Additional investigation activities at the supplier completed out of an abundance of caution will be reported outside of this investigation. Based on the available information, it is likely that a rough movement when user removing the cannula from tray in a certain angle may cause damage to tray because of surface-to-surface adhesion caused by plastic surfaces. At this point root cause remains unknown. Based on the available information, a definitive root cause cannot be conclusively determined.

Manufacturer narrative:
H11: additional manufacturer narrative: device evaluation anticipated, but not yet begun. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from france that during use of a tf022o90 cannula, a piece of plastic corresponding to the rigid protective covering from the sterile packaging at the tip of the cannula was observed to be stuck in the cannula body. Reportedly, no damage was observed in the packaging and there were no issues while opening the device, which was inspected prior to use. Per response received, "as the piece of plastic is translucent, it was not seen by the nurse who took it out of the packaging nor by the surgeon who put it in place. They were not looking at the protective cover." As reported, decision was made to complete the surgery with the same device due to the risk of a potentially iatrogenic maneuver and the significant increase of operating time. Per response received, the plastic did not detach from the device and the patient did not suffer any clinical consequences. When retrieving the packaging's "secondary holding device" from the trash, they noticed that it was also missing a piece of plastic.